Manufacturer narrative:
.

Event description:
The patient experienced a loss of therapeutic effect; increased pain. The patient was unsure if the loss of therapeutic effect was the pump or a progression of his disease. He stated that the health care professional (hcp) had done a 3 hour MRI scan of his entire back; the date and results were not reported. The patient also reported that when they withdrew the medication from the pump, all the medication was accounted for. The hcp reported a "malfunction of the pump- did not deliver appropriate dose - exact drug aspirated at refill appointment". The pump was explanted. The patient outcome was reported as "no injury". The pump was used to deliver hydromorphone and bupivacaine.